Event description:
It was reported that the patient experienced a hole in the reservoir and the reservoir tube in an inflatable penile prosthesis (ipp), the entire system was replaced. The patient did not experienced any adverse effect regarding this event. The product analysis revealed that cylinder 1 did not leak, cylinder 2 body had a bulge and leaked due to tool damage and broken fabric threads. The reservoir leaked at the adapter junction due to a sharp instrument. The pump was contaminated; therefore, could not be tested. No more information is available at the moment, additional information will be provided if it becomes available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced a hole in the reservoir and the reservoir tube in an inflatable penile prosthesis (ipp), the entire system was replaced. The patient did not experience any adverse effect regarding this event. No more information is available at the moment, further information was requested.